Event description:
It was reported to philips that the battery was not recognized and would not charge. There was no patient involvement. One li-ion battery pack was received for failure analysis. The reported problem was verified in the lab as the battery was unable to charge in the heartstart mrx device and the battery was unable to charge in the cadex charger. The issue was isolated to the fuse f1 (on the battery pca), which was found to be open.